Event description:
It was reported that an ilet user was unable to pair a new dexcom g7 sensor to the ilet despite multiple troubleshooting attempts, including toggling cgm settings, magnet activation, and device restart; the sensor failed to connect and the user transitioned to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included review of user-reported device behavior and guided troubleshooting to verify correct sensor selection and pairing attempts. Investigation of this case revealed unsuccessful cgm pairing despite appropriate troubleshooting, with no confirmed ilet device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was a sensor-side or transient communication failure preventing successful pairing.